Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to be blank due to physical damage. The lcd was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The internal battery was replaced to address the issue.